Event description:
During a laparoscopic cholecystectomy procedure, the visibility was not clear. The surgoen applied another device to complete the procedure, the hosp has reported no pt injury occurred.